Event description:
Boston scientific received information that high shock impedance levels greater than 125 ohms were noted on this right ventricular lead. The physician has decided to monitor the lead at this time before taking any remedial action. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that another alert was issued for the high out of range shock impedance measurements. The field representative contacted the clinic and was told that they would not be bringing the patient in for evaluation as the patient underwent a non-invasive programmed stimulation (nips) procedure a year ago. The results of the nips were not discussed with the field representative. The physician will continue to monitor the patient. No additional adverse patient effects were reported.

Event description:
Additional information was received that the high shock impedance levels have continued on this right ventricular lead. It was noted that in the near future the patient would see the physician for a follow up to discuss remedial action options, including possible shocks to test the integrity of the lead. No adverse patient effects were reported.

Manufacturer narrative:
No remedial action was taken at this time. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information was received that this is a device related issue and not a lead issue.